Event description:
The customer reported a power issue (failure to power up).

Manufacturer narrative:
The customer reported is power issue (failure to power up). Philips evaluated the device, and was able to duplicate the failure to power up symptom. Replacement of the power pca resolved the issue.